Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the main board; however the customer declined repair. The device was returned to the customer labeled "not for clinical use." Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.